Event description:
During follow-up, noise episodes were noted on the right atrial (ra) and right ventricular (rv) leads. The leads were explanted and during revision, insulation damage was noted on the ra and rv leads. The patient was in stable condition. Related manufacturer report number: 2938836-2017-29064.

Manufacturer narrative:
A complete lead was returned in two pieces. Visual examination found two full breach insulation degradations under the suture sleeve impression region. This was the cause of the noise problem reported from the field. Electrical testing did not find any indication of conductor fractures. The distal portion was shorted due to explant damage to the insulations. All other damage found is consistent with that occurring at the time of explant procedure.